Event description:
A medical assistant reported a (B)(6) patient who presented with calcifications with loss of vision ten years following intraocular lens (iol) implant surgery. Additional information was received from the surgeon who reported the patient had a congenital cataract and was implanted with an iol at (B)(6). He reported that the visual acuity, as of the last year, has decreased. He indicated that examinations are in progress, including endocrinology tests, as endocrine issues can lead to early calcifications. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. There was not enough information was provided from the account to properly complete an investigation. Additional information has been requested. (B)(4).